Event description:
It was reported that during an unknown procedure, stapling fault on the first 5 millimeters. No staples present on the first 5 millimeters.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4), date sent: 06/20/2022, d4: batch # 491a57. Additional information was requested, and the following was received: 1. Did the reload lock out and would not work? The reload worked but not all the way through. 2. Did the reload begin to staple and cut, but then jammed? No. 3. If the device stapled, was the staple line complete? Incomplete at the beginning. 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Regular where the device worked. 5. Did the device cut? Yes. 6. If the device cut, was the cut line complete? Yes. 7. Were the cut line and staple lines equal? Yes. 8. Could you please clarify if there were any patient consequences? No, use of another reload to complete the procedure. 9. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No, use of another reload to complete the procedure investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.